Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the delivery balloon. The 90% stenosed lesion being treated was located in the proximal severely tortuous, mildly calcified right coronary artery (rca). The lesion was not predilated. The physician attempted to place the 4.00x12mm veriflex stent, but was unable to cross the lesion. Upon removal, the physician found that the stent had moved on the stent delivery balloon. The procedure was completed with another veriflex stent. No pt complications were reported. Pt status reported as "good".